Event description:
It was reported that the patient underwent cystoscopy at 14:00 on (B)(6) 2023, and underwent laparoscopic resection of ureteral masses plus partial cystectomy. After the operation, a sterile foley catheter was retained and used for postoperative catheterization. At 23:55 in the evening, the patient complained of more urinary leakage at the urethral opening, and it was found that the catheter balloon had ruptured and prolapsed. After checking that the urinary catheter was not defective, the user reported to the doctor and the catheter was re-inserted and the urinary catheter was unobstructed. 50 ml of urine was visible and the color was clear. No obvious injuries were found. The doctor who followed up the indwelling catheter stated that the balloon was not overfilled and paraffin oil was not used for lubrication. Per follow-up information received from ibc on 18sep2023, stated that there were no missing pieces of balloon.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, it was observed that there was sac burst along lumen. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac and also could be contributed by the user itself (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.